Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon kit was used during a urethral dilatation procedure performed on (B)(6) 2017. According to the complainant, during preparation, they noted that the catheter was bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the complaint device confirmed the reported event. Multiple severe kinks were found along the length of the catheter. Shaft compression was also noted at the location of each kink. No issues were noted with the balloon material and markerband/ tip that could have contributed to the complaint incident. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, there was no evidence that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a uromax balloon kit was used during a urethral dilatation procedure performed on (B)(6) 2017. According to the complainant, during preparation, they noted that the catheter was bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.